Manufacturer narrative:
. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 9613350.

Event description:
No further information at the time of this report.

Event description:
It was reported that the patient underwent an initial total hip arthroplasty on an unknown date. Subsequently the patient underwent a revision due to dislocation for the liner and head approximately two weeks later. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01350. Foreign: south korea. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.